Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed.

Event description:
It was reported that the helix did not deploy even after 20 turns, during the preimplant check of the lead. The lead was not used. Another lead was successfully implanted. No patient complications have been reported as a result of this event.